Manufacturer narrative:
Although requested, product has not been received, and no patient details: dob, age; gender; weight; or diagnosis were available. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested.

Event description:
It was reported that sometime during the night a leak occurred with the primary infusion set wetting the patient¿s bed. At 0500, the patient informed the nurse of the leak, and a tiny hole or slit in the tubing was discovered in the middle of the tubing. Several medications were infusing at the time. The user stopped the infusions, clamped the right lumen of the double lumen PICC catheter and changed the tubing set up. No patient harm occurred. The user added a piece of tape to the tubing to identify the location of the leak

Manufacturer narrative:
Non bd microclave;500 ml baxter bag lot v19a24d exp jul20 0.9% sodium chloride injection;100 ml baxter bag lotp389387 exp feb 20 0.9% sodium chloride injection; 250 ml baxter bag lot y29883 exp sep20 0.9% sodium chloride injection; 100 ml baxter bag lotp370817 exp may 2019 sodium chloride injection; 50 ml baxter bag lot p389023 exp jan 20 0.9% sodium chloride injection the customer¿s report of a leak from a tiny or slit in the tubing was confirmed to be a cut in the tubing. Functional priming testing observed a leak from the tubing approximately 38 inches above the distal smartsite port. No other leaks were observed throughout the sets. Closer inspection of the leak under a lab microscope observed a cut in the tubing that of approximately 0.121 in long. No further testing could be performed due to the cut in the tubing. The investigation was not able to find a definitive root cause. However, since the leak occurred during infusion and not during priming, this does not seem to be a manufacturing issue. The root cause of the cut could not be identified.

Event description:
It was reported that sometime during the night a leak occurred with the primary infusion set wetting the patient¿s bed. At 0500, the patient informed the nurse of the leak, and a tiny hole or slit in the tubing was discovered in the middle of the tubing. Several medications were infusing at the time. The user stopped the infusions, clamped the right lumen of the double lumen PICC catheter and changed the tubing set up. No patient harm occurred. The user added a piece of tape to the tubing to identify the location of the leak.